Event description:
Pt self tester alleging discrepant results on meter. On (B)(6) 2012 - inratio inr = 7.0, 3.4, (B)(6) 2012 - lab inr = 2.0, 12 hours between meter test and lab. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.